Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy of axillary artery along with tortuosity of vessels preventing successful delivery of impella. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
The complainant reported that a patient was being implanted with an impella 5.5 and the implant was aborted due to the patient¿s anatomy of the left axillary artery. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event.

Manufacturer narrative:
A3, a5, a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.